Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022, and was replaced with a longer lens (vicm5_12.1). The problem was resolved. The lens was discarded. Claim # (B)(4).

Manufacturer narrative:
Sex: unknown, weight: unknown, ethnicity: unknown, race: unknown, date of event: unknown, expiration date: unknown. Explant date: unknown. This product is manufactured in (B)(6) but not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115 implantable collamer lens, -14.50 diopter, into the patient's left eye (os), on (B)(6) 2004. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.